Manufacturer narrative:
Product event summary: the device was returned, and analysis revealed the returned device revealed lifted hybrid bond wires.

Event description:
It was reported that during use, implantable pulse generator (ipg) at last follow-up had battery voltage of 2.68volts and battery impedance 4k ohms. The patient was scheduled for elective box change although the device had not gone elective replacement indicator (eri). Approximately, two months later, the patient was hospitalized as flat line with no underlying rhythm and no ipg pacing output. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.